Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / lower quadrant pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia local and sedation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), skin irritation ("cannot wear ¿fake¿ or costume jewelry, which often contains nickel due to skin irritation"), ovarian cyst ("crenulated cyst measuring 1.4 x .7 x 2.8 cm was seen on her right ovary"), dysmenorrhoea ("before essure, her menstrual periods were not nearly as painful") and loss of personal independence in daily activities ("problem with going about her daily life"). The patient was treated with surgery (bilateral salpingectomy laparoscopic removal of coils on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved and the ovarian cyst, dysmenorrhoea and loss of personal independence in daily activities outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, loss of personal independence in daily activities, menorrhagia, ovarian cyst, pelvic pain and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unremarkable / occlusion was viewed in both tubes ultrasound pelvis - on (B)(6) 2015: crenulated cyst was seen on right ovary. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower quadrant pelvic pain/pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia local and sedation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), skin irritation ("cannot wear ¿fake¿ or costume jewelry, which often contains nickel due to skin irritation"), ovarian cyst ("crenulated cyst measuring 1.4 x .7 x 2.8 cm was seen on her right ovary"), dysmenorrhoea ("before essure, her menstrual periods were not nearly as painful"), loss of personal independence in daily activities ("problem with going about her daily life") and genital hemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic removal of coils on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved and the ovarian cyst, dysmenorrhoea, loss of personal independence in daily activities and genital hemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital hemorrhage, loss of personal independence in daily activities, menorrhagia, ovarian cyst, pelvic pain and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unremarkable / occlusion was viewed in both tubes. Ultrasound pelvis - on (B)(6) 2015: results: crenulated cyst was seen on right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received : new events added-abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower quadrant pelvic pain/pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia local and sedation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), skin irritation ("cannot wear ¿fake¿ or costume jewelry, which often contains nickel due to skin irritation"), ovarian cyst ("crenulated cyst measuring 1.4 x .7 x 2.8 cm was seen on her right ovary"), dysmenorrhoea ("before essure, her menstrual periods were not nearly as painful"), loss of personal independence in daily activities ("problem with going about her daily life") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic removal of coils on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved and the ovarian cyst, dysmenorrhoea, loss of personal independence in daily activities and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, loss of personal independence in daily activities, menorrhagia, ovarian cyst, pelvic pain and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unremarkable / occlusion was viewed in both tubes. Ultrasound pelvis - on (B)(6) 2015: results: crenulated cyst was seen on right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower quadrant pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. B61397, b76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia local and sedation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), skin irritation ("cannot wear ¿fake¿ or costume jewelry, which often contains nickel due to skin irritation"), ovarian cyst ("crenulated cyst measuring 1.4 x .7 x 2.8 cm was seen on her right ovary"), dysmenorrhoea ("before essure, her menstrual periods were not nearly as painful"), loss of personal independence in daily activities ("problem with going about her daily life") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic removal of coils on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding and dyspareunia had resolved and the ovarian cyst, dysmenorrhoea, loss of personal independence in daily activities and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, loss of personal independence in daily activities, ovarian cyst, pelvic pain and skin irritation to be related to essure. The reporter commented: 2 coils on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unremarkable / occlusion was viewed in both tubes. Ultrasound pelvis - on (B)(6) 2015: results: crenulated cyst was seen on right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information , date of birth , lot number added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower quadrant pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. B61397, b76531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia local and sedation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), skin irritation ("cannot wear ¿fake¿ or costume jewelry, which often contains nickel due to skin irritation"), ovarian cyst ("crenulated cyst measuring 1.4 x .7 x 2.8 cm was seen on her right ovary"), dysmenorrhoea ("before essure, her menstrual periods were not nearly as painful"), loss of personal independence in daily activities ("problem with going about her daily life") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic removal of coils on (B)(6) 2017 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding and dyspareunia had resolved and the ovarian cyst, dysmenorrhoea, loss of personal independence in daily activities and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, loss of personal independence in daily activities, ovarian cyst, pelvic pain and skin irritation to be related to essure. The reporter commented: 2 coils on the right and 3 coils on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unremarkable / occlusion was viewed in both tubes. Ultrasound pelvis - on (B)(6) 2015: results: crenulated cyst was seen on right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: b61397 manufacturing date:2013-08 expiration date:2016-08 batch no b76531 production date 2013-10-04 expiration date 2016-10-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.